Event description:
During a colonoscopy procedure for treatment of cancer, a wallstent was placed in the pt. The placement of the wallstent was too far distal from the lesion and the dr was able to manually remove this stent. The procedure was continued by deploying another wallstent, which placed exactly over the tumor. The procedure was completed and the drs reported being pleased with the outcome. Shortly after the procedure while the pt was still on the operating table, the pt went into code blue and passed away. It was reported that the drs suspected that the pt had a heart attack and the drs reported to this co's rep that they did not have any complaint against the wallstent product. An autopsy was not performed. Since the pt's family did not want an autopsy, an official cause of death has not been issued. The device was destroyed by the user facility and will not be returned to this MFR. Therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product.